Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples of the concerned lot number. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested a filled in questionnaire and customer samples for further investigation. We will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On june 20th, 2025, we have been informed about an incident involving a skintact neutral electrode ref.: wr21a30 at an unknown user facility in (B)(6). The initial reporter informed (B)(4) about: " (B)(6) a/s has received a customer complaint related to skintact neutral electrodes, ref.: wr21a30, lot: 250228-2404, exp.: 2028-02-28. (...) The complaint is from professional user located in (B)(6) regarding a serious adverse event which is reported to (B)(6). I will submit the case no. For your information once received from the customer. The complaint states the following: "a young surgery patient received a third-degree burn during surgery because the neutral plate did not adhere properly to the skin. The patient was of course taken care of and a uth (report to (B)(6)) was set up. The department has during the weekend experienced several near miss incidents with the product where it does not adhere properly to the skin and was therefore extra attentive to the issue during the surgery where the serious adverse event happened." Later on it was stated "(B)(6) has been in contact with the customer which has clarified that the nurse has 20+ years of experience in this field, which is why we do not believe this is a user error. All products with same lot are quarantined at the customer, and will be returned to (B)(6). " we have requested further details for customer samples and a filled in questionnaire. No further details have been received despite repeated requests.

Event description:
On june 20th, 2025, we have been informed about an incident involving a skintact neutral electrode ref.: wr21a30 at an unknown user facility in denmark. The initial reporter informed leonhard lang about: " mediq denmark a/s has received a customer complaint related to skintact neutral electrodes, ref.: wr21a30, lot: 250228-2404, exp.: 2028-02-28. (...) The complaint is from professional user located in denmark regarding a serious adverse event which is reported to dkma (danish medical agency). I will submit the case no. For your information once received from the customer. The complaint states the following: "a young surgery patient received a third-degree burn during surgery because the neutral plate did not adhere properly to the skin. The patient was of course taken care of and a uth (report to dkma) was set up. The department has during the weekend experienced several near miss incidents with the product where it does not adhere properly to the skin and was therefore extra attentive to the issue during the surgery where the serious adverse event happened." Later on it was stated "mediq has been in contact with the customer which has clarified that the nurse has 20+ years of experience in this field, which is why we do not believe this is a user error. All products with same lot are quarantined at the customer, and will be returned to mediq. " we have requested further details for a filled in questionnaire and have reminded the customer eigth times. No further details have been received despite repeated requests.

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples of the concerned lot number. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have received samples in ten original closed pouches of the claimed lot number 250228-2404. All returned customer samples were inspected visually. Mechanical tests were performed on 2 samples out of three returned customer pouches. All 6 tested samples were found to perform within limits. No faults could be detected. Additionally we have conducted skin wearing tests. 2 electrodes from two returned customer pouches have been applied to two test persons without prior skin preparation. The duration of wearing was about 1 hour. No failures or deviations have been detected when releasing the electrodes from the skin. Electrically tests were performed on 3 customer samples out of 3 pouches. All tested samples were found to perform within limits. No faults could be detected. We have requested further information, a questionnaire to be completed but have received neither despite repeated requests. We therefore will close out the investigation and the report. No conclusion can be drawn what might have caused the claimed incident.